Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's father stated that this is an ongoing issue, and that prior contact and advisement from a dexcom representative was to try using a different sensor. Patient's father stated that they tried using two different sensors which were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received from the patient. A review of the downloaded data log found errors related to the customer complaint also confirming the reported event.